Event description:
Lap cholecystectomy - "after pre-loading the clip applier, the first 3 clips were not positioned correct in the jaw. These 3 clips were fired outside the patient. The 4th and 5th clip looked ok and were placed on the duct, but did not close well. They were pulled of and removed out of the patient. The sixth clip was ok and placed on the duct. With the following clips no problems occurred. (These problems took place twice in one week, (B)(6)) (B)(4)." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the device did not provide consistent clip delivery. Engineering disassembled the unit and found that the device and its components were free of damage and met all specifications; however, excessive tissue and debris were noted near and around the clip channel. The exact cause of the excessive tissue and debris is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Excessive tissue and debris in the device may obstruct normal movement of internal components or jam the device. This document represents our final report.